Event description:
Customer reported the system is displaying an error code. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and regreased the candle sticks. System operates as intended.